Event description:
Ufmw received originally reporting "... Patient had a central line. The central line backed up on two different days. Products were changed four times." Manufacturer's product service representative made a site visit to the facility and spoke with the involved clinical staff and the ufmw reporter. During the site investigation, two separate product issues were identified and discussed, the information received revised the original reported ufmw incident information. For this (B)(6) incident, involved clinicians describe the product problem occurred when using an acacis trifuse ext. Set and attaching it to the b3300 microclave," ... Blood backing up the line, and leaking where the collar on the ext. Set is attaching to the microclave.: there were no reported patient consequences.

Manufacturer narrative:
Device returned: three (3) used b3300 microclave connectors attached to acacia trifuse ext. Set were returned for analysis. Visual inspection and analysis were performed. The results recorded the presence of tpn/lipids inside the filter of the acacia set and three attached b3300 microclaves. Visual inspection and analysis cont. All three returned microclave connectors exhibited various degrees of damage to the silicone plug components. Functional and performance tests were conducted. Each of the returned microclaves were pressure tested with in-house locking syringe at 400 psi. The results were recorded no leakages and or performance issues. Next, the three microclaves were each tested with a 3ml locking syringe attached to the capped acacia trifuse ext set at gravity pressure and 45 psi. The results recorded no leakages or flow issues, fluids did not back up in the line or leak. The test reports document all three microclaves were not occluded and all three passed flow and leak testing. Additional engineering tests were performed. The returned microclaves were tested with an in-house 1ml slip luer syringe attached to the capped acacia trifurcated ext set. This set-up replicates high pressures. The results recorded no flow/back up issues but did record minor leakages from the microclaves. Conclusion: visual analysis of the returned "as-received" b3300 microclave connectors confirmed the presence of residual lipids between the body and spike indicating leakage occurred during use. Testing and analysis recorded no b3300 microclave performance issues, leakages or flow issues replicated. Additional engineering testing and analysis were only able to replicate leakages under non-typical clinical applications where set-ups/usage utilized high pressures. Exact cause of the problem remains unknown.